Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. The user made bolus requests without entering current bg level. Cartridge change sequence was completed on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. The cause of the low bg was unknown. The customer ate some food to address impacted bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.